Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 172 mg/dl. The customer changed the infusion set multiple times, however the alarm continued to occur. The events occurred in the past, troubleshooting was unable to be performed with tandem technical support.